Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 3005334138-2021-00198, 3008452825-2021-00171, 3008452825-2021-00170, 3005334138-2021-00197, 2184149-2021-00099. Several hours following a pulmonary vein isolation (pvi) ablation procedure, a pericardial effusion was noticed. Following the procedure, while using the ensite x in voxel mode a pericardial effusion was detected. During the procedure, the patient was in stable condition and the pvi was completed with no adverse patient consequences. Several hours after the procedure, the patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The cause and location of the effusion remains unknown. Per the physician, the reported oversized shell involving the ensite x may have contributed to the effusion. The patient is currently in stable condition and has been discharged.